Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge stm was dispatched to evaluate this unit and was able to reproduce the reported issue. The stm found the unit was dropped backwards, damaging rear case/cover and in turn damaged 300psi brass helium check valve causing leak. The stm replaced the damaged parts the fiber optic connector and installed new cover. The stm then tested the unit and the leaking issue was resolved and passed the fiber optic test. The stm then verified that the unit was calibrated and passes all functional and safety tests per factory specifications. The unit was returned to customer and cleared for clinical use.

Event description:
It was reported that during in-service training the cardiosave intra-aortic balloon pump (iabp) fiber optics connector was broken. It was later reported by a getinge service territory manager (stm) that the customer also reported a helium leak on the cardiosave.there was no patient involvement and no adverse event was reported.